Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting the brush heads were bending or the brush comes out of the holder, and the brush disconnected. No injury was reported.